Event description:
It was reported that the customer went to the emergency room and was hospitalized due to high blood glucose. Customer blood glucose reading at the time of hospitalization was above 445 mg/dl. Caller stated that the customer was feeling nauseas and vomiting prior to hospitalization. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with broken reservoir tube lip, cracked reservoir tube window. Unit was unable to prime during the prime test. Motor error alarm during basic occlusion test due to faulty force sensor. Unable to perform the occlusion, and the excessive no delivery alarm test due to prime fill anomaly. Motor passed motor test.